Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call unexpected restart alarm on the insulin pump. Customer¿s blood glucose level was unknown. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Frozen screen due to shorted/burned electronics. Pump had burned motor also. Unable to confirm the unexpected restart error alarm or perform the unexpected restart error test and displacement test due to frozen screen. Pump had cracked reservoir tube lip and minor scratched display window.